Event description:
It was reported that vessel dissection occurred. The 32mm in length, 2.75 mm in diameter target lesion was located in an unspecified coronary artery. A 2.75 x 32mm promus element plus stent was advanced to treat the target lesion. Post stenting procedure, a distal edge dissection in the artery was noted. A 2.70 x 20mm promus element plus stent was used to cover the dissection. The procedure was completed with another of the same device. No further complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).